Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that when they tried earlier today, they were unable to connect to the implant. With instruction, the patient connected to the implant and received the message that the internal device had lost all data and were told to contact the clinician. The agent reviewed the meaning of the message. When asked, the patient said that they had a massive coronary on the 7th of the last month and had a cat scan and MRI. The patient said that they all knew about the implant however didn't turn it off. The patient was redirected to their healthcare provider to schedule an appointment to have the implant battery checked and to clear this message.